Event description:
It was reported via repair work order that the head end brakes were not working due to a broken brake adjuster. Also, damaged casters that could result in reduced brake force were found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.